Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a possible hemolysis event post-operatively on (B)(6) 2014 after a low flow event. The patient was started on integrilin for a brief time until the hemolysis event resolved and the patient was discharged home. It was noted that the patient was explanted secondary to being transplanted on (B)(6) 2015. No additional information was received.

Manufacturer narrative:
Device evaluation: no device-related issues were discovered during the evaluation of the returned device. In addition, no log files were available to confirm the report of a low flow event. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned, attached to the pump's inlet port. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions using a mock circulatory loop revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A correlation between the device and the reported hemolysis could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 day. The device was received for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.